Event description:
It was revealed during review of the manufacturer's programming history database, a false abnormal diagnostics message was observed on a diagnostics test performed mid-session (i.e. Not upon initial interrogation). The diagnostics were within normal limits with system diagnostics performed within the next few minutes. The abnormal diagnostics falsely indicated low output current, high impedance, and low battery. Upon further investigation, it was determined that some response packets of data received from the generator via the wand were duplicated and/or received out of sequence compared to the prior command packets from the programmer. This resulted in the software incorrectly calculating several values that were received to display. Note that the actual data programmed into the generator was correct and the issue resolved upon re-interrogation. No further relevant information has been received to date.